Manufacturer narrative:
Supplemental documentation changed/additional information added. D9 device available for evaluation: no, date returned to manufacturer: 10/19/2020 g6 type of report: follow-up. H3 device evaluated by manufacturer: no, evaluation summary attached. H6 type of investigation: 3331 and 4111. H10 investigation report reads as follows, (B)(6) 2020, "the investigation determined that the expiration date for dt20585 lot no. 2016121450 was 07/31/2018 and the expiration date for the batch of sv353d dressings used in dt20585 lot no. 2016121450 was 11/30/2019. The date the incident occurred was reported to be 9/1/2020; therefore, this kit/dressing was used past the labeled expiration dates. Additional information about the application technique was provided for the investigation. It is possible that the gauze/biopatch used in the application was placed in such a way that the dressing was not in contact with the midline device, which could have resulted in the midline not being secured. Any tenting caused by items under the dressing can result in this type of incident. Considering this information and since the kit/dressing were used past their expiration dates, a root cause cannot be positively identified at this time. It should be noted a review of centurion's complaint history and production data for kits containing the sv353d dressing indicated this issue does not appear to be systemic."

Event description:
It was reported a midline was pulled-out and the sorbaview ultimate window dressing was still intact.

Manufacturer narrative:
It was reported a midline was pulled-out and the sorbaview ultimate window dressing was still intact. Reporter states, there were two incidents in the month of (B)(6) 2020 in which the sorbaview ultimate window dressing "never came off the skin, the midlines were pulled out and the dressing was intact." Reporter states it is unknown how the midline came-out. Reporter states, "no injuries of any kind. Ivs were started as a replacement. No midlines were replaced." Reporter states, "the dressings involved in the incidents were disposed of, there are no samples for return and evaluation. Reporter was unable to provide exact dates of occurrence, and no patient information for either reported incident. Due to the reported nature of incident, medical intervention and in abundance of caution, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported a midline was pulled-out and the sorbaview ultimate window dressing was still intact.